Event description:
An occlusion alarm was reported. The customers blood glucose level was over 600 mg/dl. The customers mom assisted in addressing the elevated blood glucose by delivering a manual injection of insulin as the customer was unconscious. The occlusion alarm was resolved with a pump supply change and insulin therapy was resumed.